Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited under sensing and an increased thresholds. No intervention has been reported, the patient would be monitored.